Event description:
During the case the bio-pump decoupled from the external drive of the bio-console. The bio-pump fell away from the assembly, swung back (still connected to the circuit), hit the external drive and cracked. Bypass was stopped, the pump head was changed out, and by-pass was reinitiated.